Event description:
It was reported that the subject device had error e226. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image blacked out, failure of the circuit board, failure of the printed circuit board, and failure of the receptacle unit. A root cause could not be identified. Based on the results of the investigation, the cause of error code e226 occurred due to failure of the circuit board and the receptacle unit. In regard to the other newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.